Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated that there was error message loudspeaker alarm on the device. No patient harm was reported.